Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn g.4. There were multiple PMA/510k numbers: k111860, k120138, k130470 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, a false positive patient result was obtained. There was no report of patient impact.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, a false positive patient result was obtained. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "false positive" results. Customer reported ¿motion timeout¿ error causing false positive results. Service performed calrack and robot check, empty fill check test, normalization ratio check, reader selftest. Service performed a qualification run successfully; instrument was turned back over to the customer for normal use. This complaint is a confirmed failure of the instrument, and the root cause attributed to robot out of calibration. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.